Manufacturer narrative:
Returned liberty cycler was tested and the reported problems were not confirmed. A simulated treatment test was performed and drain complications alarm or m65 scale reading error warning was not found during setup and testing. Additionally, review of the pts daily flow sheet for the day in question did not show any adverse events during treatment. The pt's peritoneal dialysis nurse believes that peritonitis was caused by technique issues, the pt not wearing a mask during treatments. The peritoneal dialysis nurse also indicated that the pt subsequently developed ultrafiltration failure. A peritoneal equilibrium test was scheduled for the pt. The results were not provided to fmc. The pt was moved to hemodialysis to allow the peritoneum to heal. A med review was performed on the available info and the cause of the event is undetermined. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
Home peritoneal dialysis pt called tech services requesting a replacement liberty cycler because of drain issues. Pt woke up feeling full and did a stat drain. Pt stated that she received a scale reading error during treatment. Tried to walk pt through accessing the diagnostics screen, but pt unable to access the touch screen. Advised pt to contact her nurse for assistance and inform the nurse that a replacement cycler would be coming. Pt's peritoneal dialysis nurse stated the pt diagnosed with peritonitis on (B)(6) 2012. The pt was scheduled for a peritoneal equilibrium test on (B)(6) 2012.